Event description:
Report received that the motor on the device stopped turning. The customer contact stated that the pt was receiving a home infusion of ivig. The pt called the facility to report that while setting up the infusion, "the pump began beeping and the motor stopped turning." The pt received a replacement pump a few hours later and the infusion was initiated. There was no reported adverse pt effects. Though requested, no further info was provided.